Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A case of fifty (50) unopened sets were returned in connection with this complaint. Twenty (20) samples were randomly selected for investigation. Visual examination of the sets noted no visual defects. The sets were then pressure tested per specification with passing results. During the pressure test, the air filters did not pop off and remained intact. The reported incident could not be replicated. It should be noted per the IFU: note: vent cap should remain in the closed position unless infusing from a solid stopper glass bottle . Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 7: end customer stated "the vents are popping off of the IV sets". This has been happening for about 6 months with random lot numbers. The facility uses approximately 100 sets per day and they average about 6-10 IV sets per week with vent issues. The sets are occurring with both regular IV maintenance solutions as well as with chemotherapy agents (no specific chemotherapy agents). Nurses are having chemotherapy exposure. The nurses are wearing appropriate ppes and are cleaning up the chemotherapy spills according to facility protocol. No injuries have occurred as a result of the exposure.